Event description:
It was reported this pacemaker had a lead dislodged shortly after implant. At this time, there is no evidence of surgical intervention to explant and revise the lead. No adverse patient effects were reported.